Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that for the last month or so they have been having problems with the therapy. The patient said they have been waking up in the middle of the night with a "big water balloon that is uncontrollable" and they started peeing all over themselves. The patient mentioned that they already increased the amplitude and tried a few random programs, but they had not gotten any relief from that. Prior to this event, the patient said they fell directly on their butt and it was kind of tender, so they had a cat scan of their back. When the patient's healthcare provider (hcp) reviewed the results of the cat scan, they told the patient that it looked like the "wires" were still intact. The patient was redirected to their hcp to further address the issue. The agent reviewed that the patient could consider trying other programs in the meantime. The patient did not have a managing hcp at the time of the call. The agent emailed physician listings to the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.